Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for investigation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue and suspected gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted. The second clip delivery system (cds) was advanced to the mitral valve. There was one successful grasp of the leaflets; however, when trying to optimize clip position, it was noted that the grippers did not work anymore and a gripper line break was suspected. The clip was not implanted and the cds was removed and replaced. Two clips implanted, reducing mr to 1-2. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported gripper line break and gripper actuation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported gripper actuation issue of inability to raise/lower the grippers appears to be related to the gripper line break; however, the investigation was unable to determine a definitive cause for the gripper line break. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.